Manufacturer narrative:
Investigation revealed a horizontal blue line through the display screen. The display was clear and legible when tested with a test display. Unrelated to the original complaint, the audio bolus button cover was damaged and punctured; however, the bolus button was responsive. In addition, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.